Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the davol device may have caused or contributed to the pain and fluid accumulation (seroma) as alleged by the patient. The information provided to date is limited, multiple attempts have been made to contact the patient. With the information that has been provided, no conclusions can be made. Seroma formation is a known inherent risk of surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The contact reports that in (B)(6) 2006 the patient was implanted with a davol perfix plug. As reported the patient developed intermittent pain at the site that has persisted and increased over time. As reported that the patient sometimes feels what appears to be the accumulation of fluid. As reported the patient has a scheduled appointment with a surgeon.